Event description:
It was reported that this implantable lead was not successfully implanted due to unknown cause. Additional information received indicates that the lead was attempted due to placement difficulty related to patient anatomy. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this implantable lead was not successfully implanted due to unknown cause. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.